Event description:
It was reported that, after a thr performed on 2013, the patient experienced recurrent dislocations. This adverse event was solved by a revision surgery on (B)(6) 2021, in which 40mm oxinium modular head and r3 20 deg +4 xlpe acet lnr 40mm x 58od were explanted. Current health status of patient is unknown. Previously, on 2014, the patient had a revision surgery also due to dislocation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, smith and nephew has not received the device/adequate clinical documentation to fully evaluate the complaint. Therefore, the impact to the patient beyond that which has already been reported cannot be concluded nor confirmed. Should any additional clinically relevant documentation be provided, this complaint would be re-assessed. A review of complaint history did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. The instructions for use documents revealed this failure mode was previously identified. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.